Event description:
It was reported that about 3 centimeters of air was observed in the tubing of an sv 2.5 infusor. This occurred after force priming of the device. There was no patient involvement. No additional information available. This is report 1 of 6.

Manufacturer narrative:
(B)(4). Device manufacture dates: june 19, 2013 - june 21, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with approximately 40 ml of solution in the bladder. An unused device of the same lot was returned as well. Visual inspection of each sample found no signs of occlusion that could have caused the reported problem. Functional flow rate testing was performed, and no signs of flow problems were found with either sample. Should additional relevant information become available, a supplemental report will be submitted.